Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent shoulder procedure (B)(6) 2019 and during the removal of the drill guide the small spring mechanism fell apart into four pieces including the central shaft, spring, small screw and the hand piece. No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Visual examination of the returned product identified the plunger has a fractured tip. The ball bearing is also missing. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event update information is available at the time of this report.